Manufacturer narrative:
Batch review performed on 09 september 2020: lot 154009: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 01-jan-2016. Clinical evaluation performed by medical affairs director 4 years after primary cemented tka the tibial component subsides and the knee requires revision. Causes are unknown and not determinable from the content of the report. A suspicion of infection was put forward, but not yet confirmed. Other causes cannot be proposed at this stage. No reason to suspect a defective component. My knee planning review performed by my solution department we analyzed each step of the my knee process; no errors have been found. Here below you can find the detailed analysis of the process: images qc: the dataset fully respects the protocol. The images were not expired at the time of the surgery. Reconstruction: the reconstructed profile follows precisely the contour of the bone. Planning - landmarks: all the landmarks were taken accordingly to the process. Pre-op information: as per the other cases, the only information available to the my. Knee team was about the bones. No pre-op information was available regarding: the status of the ligaments: this information, as for all the cases, is available just to the surgeon. The thickness of the cartilage: this information is not available, since this case is CT- based. Planning proposal: in the planning proposal, all the chosen parameters are within the range of preferences set by the surgeon on the website. Planning - validation: as shown in the screenshot below, our planning proposal has been revised and validated by the surgeon (rev.1). Planning - choice of the size: the surgeon implanted those sizes. Femoral cutting block: all the pads are in contact with parts that cannot get detached. Tibial cutting block: all the pads are in contact with parts that cannot get detached. Extra-analysis: we received just one image showing a frontal view. Anyway this image is a photo of a monitor, therefore the quality is not sufficient to perform a qualitative analysis: the contours of the bones are blurry, especially on the femur. Since this, we just could take a visual comparison of the situation after the surgery and the situation planned on the validated rev.1. Conclusions: our analysis of the my knee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Revision surgery about 4 years and a half after primary for subsidence of the medial part of the tibial tray. The surgeon removed the tibial implants, and the femur, but only to have a better knee exposure. No infection found. The surgery was completed successfully.